Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked reservoir tube lip.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer's blood glucose was normal. It was reported that the customer had led anomaly. No further information provided.